Manufacturer narrative:
Unit was returned to the factory with the server for eval and source communication loss was determined to be caused by a defective printer at the customer's site. Corrections included tightening the connector for the antenna and adjusting the rom panel antenna output voltages. Unit was tested, calibrated, and safety checked to factory specs and was returned to the customer.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.